Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s husband reported via phone call that the customer was hospitalized and due to infection and high blood glucose was 450 mg/dl on (B)(6) 2018. The customer¿s blood glucose was 486 mg/dl at the time of the incident and current blood glucose was 321 mg/dl. The customer¿s blood glucose was 250 mg/dl, over 300 mg/dl and in the range of 200- 300 mg/dl. The customer was treated with manual injection. The customer does not allege pump was under delivering. The customer was wearing the pump at the time of hospitalization. The customer was advised that if they have concerns their pump may not have detected an occlusion we can test this alarm using a tubing clamp. The insulin pump will not be returned for analysis.